Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent an endovascular treatment of a thoracic descending aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis. On (B)(6) 2024, the descending aortic aneurysm ruptured. A distal type I endoleak and the aneurysm enlargement were also observed. The descending aorta replacement was performed. A proximal of a graft was sutured together the gore® tag® conformable thoracic endoprosthesis. The patient tolerated the procedure. The physician suggested that the aneurysm rupture was led by the aneurysm enlargement due to the distal type I endoleak.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aortic rupture, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion), endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.